Event description:
This lead was explanted and replaced due to noise and oversensing. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 17.5 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned. In between an approx. 2.5 cm segment of the lead body was missing. In the course of the visual inspection multiple signs of wear along the lead fragments were noted. The insulation was found rubbed through at the distal lead fragment which can be considered as the root cause of the clinically observed oversensing. Furthermore the shock coils were excessively deformed and tissue residuals were found at the distal lead fragment. These findings indicate severe mechanical stress in the implanted state due to significant ingrowth which might have affected the leads motion. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.